Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient walked by a security screener on (B)(6) 2017 and got a strong shock all the way down the right side of their foot. It was noted this was a sudden change in therapy/symptoms. The patient¿s programmer would not connect to the ins since (B)(6) 2017 with or without the antenna. The patient was going to the doctor on the day of the report to have the ins checked. No further complications were reported/anticipated.